Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) was giving an audible alert, ¿not working right,¿ an d could be felt vibrating at the incision site. The representative for the patient indicated the patient was experiencing leg numbness, difficulty walking, chest tightness, and experienced a fall in which the patient sustained a scalp laceration. However, it was noted that patient has been receiving chemotherapy treatment. The ICD remains in use. No further patient complications have been reported as a result of this event.